Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Based on a review of all available information, a probable cause cannot be determined as no problem has been detected.

Event description:
It was reported that the patients implantable pulse generator (ipg) was returned. Receipt of the ipg indicates that the patient underwent an explant procedure due to an unknown reason.